Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14l0812v shows that there is no manufacturing non-conformity and no similar complaint for this lot number. The prismaflex m100 set was not returned for investigation. Pictures of the involved effluent luer connector were provided. In the pictures, there is a crack at the effluent male luer connector.

Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex m100 set. An hour into treatment, the effluent bag required replacement however, the user could not disconnect the effluent line from the bag and the line had to be cut. The patient was not symptomatic and did not require any medical intervention.